Manufacturer narrative:
(B)(4). The analysis results found that the tcr10 reload was received with no apparent damage and with the proximal 7 drivers up without staples and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the unlocked position, it is possible that the swing tab was manipulated before sending the cartridge over, resulting in the unlocked swing tab. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was tested for functionality with a test instrument. The device fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. After the device was fired it was noted that 15 staples were missing along the staple line, while no conclusion could be reach as to how the staples became missing, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, before firing, the staple leg was shown. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.